Event description:
An error message was reported with the abbott diabetes care (adc) device. The customer received "sensor already in use" error message and was unable to obtain glucose readings. The customer experienced weakness, dizziness, and a seizure however, was able to self-treat (unspecified) and then had contact with a healthcare professional (hcp) who provided 6.8 mg phenobarbital (anti-seizure) medication for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned applicator; no issues were observed. The applicator has been fired correctly. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing were performed and all results were within specification. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed on the returned sensor applicator and no physical damage was observed. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sim vivo tests passed and poise voltage was within specification. All results were within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. The customer received "sensor already in use" error message and was unable to obtain glucose readings. The customer experienced weakness, dizziness, and a seizure however, was able to self-treat (unspecified) and then had contact with a healthcare professional (hcp) who provided 6.8 mg phenobarbital (anti-seizure) medication for treatment. There was no report of death or permanent impairment associated with this event